Manufacturer narrative:
Background information: the age of the cushion at the time of the complaint was 1 year and 3 months. The expected lifetime of a wheelchair cushion is 2 years. Discussion: in reviewing the complaint, the fluid pack is leaking from the rear seal. Due to lack of any additional information, there is no indication based on the information provided whether the event was due to a product malfunction or damage due to potential user misuse. No injury is reported. Conclusion: due to previous filings for serious injuries possibly related to similar failure modes, which could become a serious medical condition if any malfunction were to recur, this MDR is being filed out of an abundance of caution.

Event description:
Dealer reports the fluid pad is leaking from the rear seal. No injury described.